Event description:
It was reported that towards the end of the lobectomy procedure, the instrumentalist in cleaning the branches noticed that the branches were vasculat and that they were becoming detached from the main axis. At the same time, the operators noticed at the end of the operation while they were doing the lymphadenectomies that the instrument no longer coagulated well and the message "reposition the branches" continually appeared on the display of the gen 11. The tool concluded the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v95j7f. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? Separate did the I blade get damaged or break off? Break off is the jaw damaged but not broken off? Damaged not broken off is the top jaw loose but not detached? Yes is the top jaw ptc material damaged? No even if doesn t seal anymore. Maybe because there were not more sign conduction is the black ptc in the upper jaw detached? Yes laterally or sideways is the top jaw broken off the of the device? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.